Event description:
It was reported that shavings were observed coming off the shaft of a maryland bipolar forceps instrument during processing. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of main tube had various deep scratches with material removed. Scratches were mostly on one side of the tube, under .250" in length and not aligned with the tube axis. Their location, orientation and appearance suggest instrument collision may have occurred. The device was confirmed to be fully functional, with no other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.